Event description:
The patient remained on the same centrimag system until they were explanted due to recovery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a drop in flow was confirmed via analysis of the downloaded log file; however, the reported event was not reproduced during testing. The centrimag motor (serial number (B)(6)) was returned and evaluated at the european distribution center (edc) and a log file was downloaded. The downloaded log file contained relevant events spanning approximately 3 days ((B)(6) 2023, (B)(6) 2023, (B)(6) 2023 per the timestamp). The console was operating a motor at a speed of approximately 2200 rpm and the flow operated at approximately 2 liters per minute for the majority of the log file. The log file captured intermittent atypical f3 "flow below minimum" alarms active due to the flow measuring 0 liters per minute. Each alarm was able to be cleared with the exception of the last alarm that was captured due to the system being power cycled before the alarm cleared. After each alarm, the flow minimum threshold and speed was changed in an attempt to resolve the alarm. During the evaluation of the motor, the motor was functionally tested and passed all testing. The motor was able to run on a test loop as well as with the returned flow probe and console and was able to operate as various speeds without issue. The reported event was unable to be reproduced. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter postal office or zip code: (B)(6).

Event description:
It was reported that while a patient implanted with a centrimag pump was being transported from the inpatient ward to examination, the perfusionist noted a sudden drop in flow. The value on the display suddenly disappeared. It was not possible to determine if the centrimag motor was rotating. When the tubing was checked it was obvious the flow had decreased. To troubleshoot, the pump speed was reduced to 0 rpm by the perfusionist subsequently increased to 1500 rpm using clamps; this did not resolve the issue. The console was then restarted which resolved the issue. Related centrimag console MFR #: 3003306248-2023-01937